Manufacturer narrative:
The hospital biomed did an initial evaluation of the issue, and a philips field service engineer (fse) performed another evaluation when on site. The fse did a visual inspection, checked configuration, changed parameters to intentionally set an alarm and monitor alarmed using demo mode. As per customer, only the bedside monitor was not alarming, however the fse confirms the device alarmed/alerted when tested and on reviewing of logs. A philips product support engineer (pse) performed analysis of logs and configuration provided by the customer. The pse checked the times between 9:10 and 9:20 and verified a ***desat alarm at 9:16:06 generated in room d24. At the same time at 9:16:06 a red alarm sound played. However, at 9:16:47 the alarm was acknowledged from the central station and therefore, the alarm sound stopped at 9:16:47. For the respective patient monitor, the ¿alarm reminder¿ was configured to ¿realarm¿. This means that after the ¿reminder time¿ (in this case: 3 min.) The alarm tone is repeated. This can be seen at 9:19:55 in the audit log. Based on the information available and the testing conducted, the cause of the reported problem was the user lack of awareness of alarm configuration. The reported problem was not confirmed. The engineers provided the findings to the customer to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx800 patient monitor alarmed for a desaturation event for the patient in room d24, but the alarm cleared itself at the monitor on (B)(6) 2023 between 09:16 and 09:20. The device was in use monitoring a patient at the time of the reported issue. No death or patient injury or harm was reported.